Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving an unknown me dication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018, the actual residual volume (0 ml) was less than the expected residual volume (8 ml). There were no known patient symptoms at the time of the report. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: patient (B)(6) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that they had filled the pump with preservative free normal saline and programmed a bridge bolus to last 98 hours 21 minutes. Today, (B)(6) 2018, they performed a dye study and it was confirmed that everything looked fine so they would be starting the patient on therapy again. The healthcare provider confirmed that the bridge bolus was complete now so there was only saline in the catheter and inner pump tubing. The healthcare provider requested assistance with the priming bolus. The old drug was morphine 10mg/ml at 1.183 mg/day. The new drug concentration was morphine 1mg/ml at 0,5mg/day. The healthcare provider also confirmed that the patient was doing ok and stated that the patient did have an increase in pain, date unknown, but they were currently on oral meds right now. No further complications were reported.